Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message indicating that it was overheating. The user was advised to power cycle and closely monitor the programmer for return into service if the issue recurred. There was no patient involvement.